Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Prior hospitalization, the customer had bronchitis. Troubleshooting was performed and assisted customer with turning off the temporary basal and checking her basal rates.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.